Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrx e3: reporter is a j&j employee. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate vertebral balloon med was received in two pieces, per the event description, the device was cut to be able to disassemble it from the working sleeve. Additionally, the inner tubing located inside the balloon appears to be pulled inwards as it is twisted and the fragment is larger than specification, the distal tip of the balloon was most likely pulled inwards due to the observed condition of the inner tubing. There are signs of dried blood along the inner walls of the shaft and inside the balloon. However, there are no signs within the device such as scratches or tearing that could indicate a mating issue with the working sleeve, hence the complaint condition cannot be confirmed. The protection sleeve was not returned. The synflate® vertebral balloon surgical technique guide was reviewed. Following relevant statements were found. Notes: - if it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. Instructions: - if removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. While no root cause can be determined for the reported issue, the damaged condition of the balloon is most likely due to the process of trying to extract the device, indicating excessive forces were used. A dimensional inspection for the synflate vertebral balloon med was unable to be performed due to post manufacturing damage. A functional test was unable to be performed as the mating working sleeve was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the synflate vertebral balloon med would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.804.701s. Synthes lot # 82258161. Supplier lot # (B)(4). Release to warehouse date: 26 july 2022. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that a balloon kyphoplasty was performed on (B)(6) 2023 for a compression fracture. The balloon was inflated within the appropriate range, but when it was removed from the working sleeve, the balloon got caught on the tip of the working sleeve and could not be removed. The balloon was pulled out once with the entire working sleeve because the balloon could have been damaged after several pulls. The surgeon cut the tip of the balloon and removed it from the working sleeve, then reinstalled the working sleeve. After that, there were no problems. The surgery was completed successfully with no delay. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).